Event description:
Patient reported "severe anxiety", "panic, distress", and "significant deterioration in my wellbeing" and "poor sleep" which is not device related. Later patient reported "Capsular Contracture Baker Grade Unknown". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B5, D6b, H6.

Manufacturer narrative:
THE EVENT OF "CAPSULAR CONTRACTURE" IS A PHYSIOLOGICAL COMPLICATION AND ANALYSIS OF THE DEVICE GENERALLY DOES NOT ASSIST ALLERGAN IN DETERMINING A PROBABLE CAUSE FOR THIS EVENT. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: CAPSULAR CONTRACTURE, BAKER GRADE UNKNOWN.

Event description:
PATIENT REPORTED "SEVERE ANXIETY", "PANIC, DISTRESS", AND "SIGNIFICANT DETERIORATION IN MY WELLBEING" AND "POOR SLEEP" WHICH IS NOT DEVICE RELATED. LATER PATIENT REPORTED "CAPSULAR CONTRACTURE BAKER GRADE UNKNOWN". THIS RECORD IS FOR THE LEFT SIDE. DEVICE REMAINS IMPLANTED.